Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that screen says canister full, nurse changed canister 3 times and it was still saying canister full. No case involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure or a connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.